Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels from (B)(6) 2024 to (B)(6) 2024 of 47 mg/dl. The low bg causes were not known. Customer consumed carbohydrates and glucose tablets to address bg for all low bg levels. The customer received third party assistance from a friend, who assisted the customer with consuming the glucose tablets because the customer was too disoriented to complete this action on their own to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified.